Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: d1, d2, d4 this report is for an unk - implant. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown.

Manufacturer narrative:
This report is for an unk - screws. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: samir abdul razik ibrahim, et al, 2008, "surgical management of traumatic knee dislocation" arthroscopy: the journal of arthroscopic and related surgery, vol 24, no 2, page no- 178-187, kuwait. The study emphasizes on the evaluation method of surgical treatment of traumatic knee dislocation, by use of a standardized protocol, and to report clinical results. The patients evaluated on course of this study: 26 patients were treated by primary arthroscopic reconstruction. Of the 26 patients, 20 returned for subjective and objective evaluation at a minimum of 24 months after the operation. At a mean follow-up of 43 months, the mean lysholm score , the mean score on the survey of daily activities and the sports activities score on the knee outcome survey were analysed. The article describes the following procedure: as a preoperative thing, assessment of neurovascular status were performed. Reconstruction of the acl and pcl with autologous graft (semitendinosus and gracilis tendon) of the injured knee and of the contralateral knee. Reconstruction of the medial and lateral ligaments was performed using artificial grafts. The devices involved were: the femoral tunnel was formed by the usage of the femoral drill guide with 5mm offset hook was used . The marking hook was also and a loop connected to the eye of the pullout pin was passed in a retrograde manner through the tibial tunnel of the pcl and then passed through the femoral tunnel to come out at its proximal end. Both grafts were fixed with tibial interference screws. Stability was assessed manually and with an arthrometer. Complications mentioned in the article were: postoperative stiffness in 3 patients. Surgery (correction of flexion & arthroscopic release). Fracture of the tibia during fixation of the graft with screws and staples. The conclusion from the review of this article is that mitek devices mentioned cannot be disassociated with any complication noted in the article.